Event description:
It was reported that a minicap was cracked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and verified the reported condition. The cause of the condition could not be determined. An internal notification was sent to the manufacturer requesting an investigation into the cracked minicap. Should additional relevant information become available, a supplemental report will be submitted.